Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. The handpiece failed for bur insertion and removal, rotation, run noise, water spray (no air), current draw and color cap depth tests. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 24.9°c. Free run testing for 30 seconds resulted in a maximum temperature of 38.8°c. Free run testing for 3 minutes resulted in a maximum temperature of 38.2°c. Load testing the attachment for 3 minutes resulted in a maximum temperature of 48.0°c. Maximum temperature as per specification is 13°c above cap ambient temperature after 30 seconds of free run. With an ambient temperature of 24.9°c, the maximum allowable temperature after 30 seconds of free running the attachment would be 37.9°c. The returned attachment exceeded this standard. Maximum allowable temperature after 3 minutes of free running attachment is 48.0°c. Attachment temperature passed the 3 minute free run test. During examination after disassembly it was noted several internal components of the head assembly displayed slight debris. All components appeared to be dry and lacking in lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the increase of temperature reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.